Event description:
Hcp reported overdose. Drug used was morphine. Overdose symptoms reported were breathing difficulties. These occurred while the patient was in the hospital for other reasons. The device was explanted and returned to the manufacturing for analysis. A follow up report will be sent when additional information is received.